Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the identified distal circumferential fracture occurred due to elevated temperatures, near the laser beam output window. Although functional testing showed that the aiming beam was present at the fiber output window as intended, a distal circumferential fracture has the potential for forward firing; therefore, the reported event is confirmed. It is probable that the identified debris adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window leading to the circumferential fracture. The increase in temperature near the laser beam output window can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuous elevated temperatures can lead to fiber damage, including circumferential fractures. According to the instructions for use (IFU), increasing irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that can occur through normal use. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual examination of the device identified that the glass cap exhibited a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of the metal cap. Visual examination also identified devitrification at the output window and debris adhesion on the surface of the metal cap. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The device was functionally tested with helium-neon (hene) laser fixture and the testing conducted showed the aiming beam at the output window. There were no signs of breakage along the length of the fiber. Labeling review: a review of the device instructions for use (IFU) was completed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. It also states that: excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. And ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event, which indicates the interaction between the user and device, or sample, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during preparation for a photoselective vaporization of prostate procedure, the fiber was connected to the console and it did not work. Troubleshooting of the fiber connection and laser settings did not resolved the issue. The fiber was exchanged and the procedure was successfully completed without clinical consequences to the patient. The fiber was returned, and the analysis identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The potential for forward firing may exist.